Event description:
A customer contacted beckman coulter inc. (Bec) regarding an electrical burning smell emitting from the unicel dxi 800 access immunoassay system. Per customer, they had been receiving intermittent communication errors generated by the system since (B)(6) 2011. There was no report of flames or fire and the fire department was not called. No injury was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (exact date of service unknown). Fse discovered that the cpu cable to the hard drive was stuck in the heat sink of the cpu power distribution board and hence the electrical burning smell was noted. The cable had black burn marks and exposed wires due to the damage. Fse replaced the cable and insured that it was routed so as to avoid contact with the heat sink. Fse verified all of the voltages on the cpu power distribution board and evaluated the board itself and no issues were noted. The root cause for this event is attributed to the burned cpu ribbon cable. The bec internal identifier for this event is (B)(4).